Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
=Information was received from a healthcare provider regarding a patient who was receiving floxuridine via an implantable pump. It was reported that the pump had "not been infusing properly for the last month or so" so they wish to shut it down.

Event description:
Additional information was received from a healthcare provider (hcp) and it was reported the pump did not infuse as programmed and the residual volume the registered nurse got out of the pump was higher than what was expected per the ipad. The cause was unknown, and it was noted as ¿probably battery?¿ diagnostics/troubleshooting included repeated three refills and the same results with the infused volume and eventually down to zero. The current status of the pump was ¿turned off.¿

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.